Event description:
It was reported that resistance was encountered while the last coil (subject device) was being advanced to the target lesion. The coil was repositioned several times. Severe resistance was encountered at the beginning of the coil deployment. The physician unsuccessfully attempted to detach the coil several times and while the coil was being withdrawn, it broke off at the detachment zone. The coil was successfully removed from the patient using a snare device. The procedure was completed using another of the same device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for investigation. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It was reported that coil was being repositioned several times and the physician unsuccessfully attempted to detach the coil and while the coil was being withdrawn, it broke at the detachment zone. It is likely that the detachment zone was weakened by prior detachment attempts and that this led the device to break at the detachment zone when the device was repositioned. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported main coil breakage.

Event description:
It was reported that resistance was encountered while the last coil (subject device) was being advanced to the target lesion. The coil was repositioned several times. Severe resistance was encountered at the beginning of the coil deployment. The physician unsuccessfully attempted to detach the coil several times and while the coil was being withdrawn, it broke off at the detachment zone. The coil was successfully removed from the patient using a snare device. The procedure was completed using another of the same device. There was no clinical consequence to the patient.